Event description:
The mayfield modified skull clamp slipped. The medical resident set the pt up incorrectly. There was pt injury. Additional info has been requested. However, no further info has been provided.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned unit passed all functional testing as rec'd. The root cause of the event is not related to the MFR or design of this device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.